Event description:
It was reported that the surgeon using an er320 placed 3 clips on the cystic artery and cut the artery. After cutting the artery, it was observed that one of the clips placed on patient side was seriously malformed and not fully occluded on the vessel. Another clip was placed distally. The clip was retrieved. The case was completed with a similar device. There was no additional consequence to the patient.